Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized with blood glucose of 591 mg/dl. There was no date of hospitalization provided. It was unknown if customer was wearing the insulin pump at the time of hospitalization. Customer's blood glucose at the time of call was 370 mg/dl. The customer completed troubleshooting for high blood glucose. The insulin pump will be returned for analysis.